Event description:
Pt with right ica (intracranial aneurysm) to cath lab for intracranial coiling. During procedure, the ev3 pipeline embolization device would not deploy so it was removed. A second, like device was unable to deploy as well. A third, like device was successful.what was the original intended procedure?intracranial coiling.